Manufacturer narrative:
Eval result: handle weldment.

Event description:
It was reported by service report that the drive completely cuts out intermittently. There was pt involvement; however adverse consequences are unk.